Manufacturer narrative:
(B)(4). The complaint rt240 circuits were not returned to fisher & paykel healthcare (fph) (B)(4) for evaluation. Information subsequently provided by the hospital referred only to one complaint circuit. No information was provided about the other two complaint circuits. Further information was sought from the hospital and they then informed us that the patient was being "turned towards the vent when the hole broke through the circuit". They further stated that they observed a "hole blown into the side of the inspiratory limb". Prior to that the circuit was functioning appropriately and had passed the ventilator leak test. The hospital also confirmed that they were using a servo I ventilator circuit arm instead of our supplied circuit hanger. From the description of events we can conclude that the damage occurred while the patient was being turned, possibly as a result of the type of circuit hanger being used. The user instructions supplied with the rt340 breathing circuit state: perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient; set appropriate ventilator alarms; fit only the supplied fisher & paykel healthcare circuit hanger with care to avoid circuit damage.

Event description:
A hospital in (B)(4) reported that three rt240 breathing circuits had holes in them. No patient consequence was reported.